Manufacturer narrative:
Investigation results: the device was sent to our technical centre, so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The device was found to have a defective main pc board (printed circuit board) causing the reported failure. Unfortunately we were unable to determine precise root cause of the fault. An investigation into the manufacturing paperwork associated with this serial number has been carried out. This review detailed that there was no record of any problems which occurred during manufacturing of the product which may be related to this complaint. A review of reported medical issue was not possible due to insufficient patient information. Following the complaint assessment, the device was repaired and confirmed to be working within specification.

Event description:
It was reported that patient suffered from maceration while using; pumping stopped.